Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the micro oscillating saw was spontaneously running when not activated. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The technician reported that the handpiece was running without user activation as reported and noted the motor cartridge was corroded.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the micro oscillating saw was spontaneously running when not activated. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.